Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances were 100 ohms at implant and now were noted to be around 120-140 ohms. The patient was expected to be seen for further evaluation, but no further information has been received. The rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the rise in shock impedances began one year ago. At this time, the lead remains in service. A commanded shock is expected to be performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated a commanded shock was performed. Shock impedances were observed to be 90 ohms. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.